Event description:
It was reported that one (1) gii femoral impactor had the ps portion chipped away and didn't impact as it should. The procedure was resumed, without any delay, using the same device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, one (1) gii femoral impactor had a portion chipped portion pervious to the surgery. The surgeon decided to use the device and it didn't impact as it should. The procedure was resumed, without any delay, using the same device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Additional information received by the manufacturer identified that this event should be re-evaluated for MDR reporting. The new information received confirmed that gii femoral impactor was chipped previous to the surgery. The reassessment determined that the issue does not meet the threshold for reporting and therefore, it is a non-reportable event. If further details are provided, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.